Event description:
It was reported that during an orbital atherectomy (qa) treatment procedure, the crown from the diamondback 360 orbital atherectomy system detached and remains in the pt's body. The lesion being treated was heavily calcified and 99% stenotic. It ran throughout the entire anterior tibial artery. The reference vessel diameter of the at was approximately 2.5mm. The physician performed a cut-down procedure through the common femoral artery and obtained access with a 7f introducer sheath. A 5f angled guide catheter was used with a guide wire to access the osmium of the at and then the guide wire was exchanged for a viperwire through the guide catheter. A 1.75 diamondback device was chosen for the intervention and was spun at low speed, but it became stuck in the bend of the at after about 20 secs of run time. The physician attempted to removed it by pulling back on the catheter shaft, but it eventually broke leaving the diamondback oad crown in the at bend. The physician attempted to snare the crown, but was unsuccessful and eventually decided to leave it where it was lodged. He stated that vessel was occluded to begin with and the crown was not causing flow issues in any of the other tibial vessels. He also stated that the pt is doing fine following the procedure.

Manufacturer narrative:
(B)(4)